Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed off-label to treat functional tricuspid regurgitation (tr). A mitraclip xt was placed posterior/septal, reducing mr to grade 1. 48-72 hours post procedure the clip detached from the septal leaflet (single leaflet device attachment (slda)). Mr was recurrent grade 4, with patient experiencing dyspnea. No intervention was reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported off-label use was due to the device being used on a tricuspid valve. However, a cause for the reported slda cannot be determined. The reported poor image resolution was due patient conditions. The reported patient effect of recurrent tr appears to be related to the slda. Dyspnea appears to be a cascading effect of the recurrent mr. Mr and dyspnea are listed in the instructions for use as a known possible complication associated with mitraclip procedure. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention was provided. There is no indication of a product issue with respect to manufacture, design or labeling.